Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to feel stimulation at high outputs. Diagnostic testing did not reveal any anomalies. Subsequently, surgical intervention was undertaken during which time the ipg and lead were explanted and replaced. Stimulation was restored post-operatively. Note: ipg replacement was elective.